Event description:
It was reported that the customer was hospitalized twice due to hyperglycemia. The reported blood glucose readings at the time of the second event was 1100 mg/dl. The customer stated that prior to being admitted to the hospital, she felt like her blood glucose was low and the reading on her glucometer was 50 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The prime test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as not product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.